Event description:
Pfizer's ept new easy-to-read pregnancy tests are inaccurate. The test results after taken will show different results than what is indicated on the directions sheet. Ex: ept states that your results will either be +/- or -/1....when the test is taken, neither of those results show. After taking the test 3 times and receiving the results of 2 vertical lines rptr went searching on the internet to see if anyone else has had this experience. Sure enough rptr found many many women on forums discussing the same thing. They said that they called pfizer and pfizer said it was a "glitch" in their home tests and they are "working" on it. That was months ago and they are still being sold as is. Their website doesn't acknowledge it nor does their "help" line. They are making money off consumers for a product that doesn't work. $18.00 for this package and the results are inaccurate.